Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 55-55, lot# c2458862a, procedure date: (B)(6) 2020, serious adverse event (sae), event onset date ¿ 12apr2021, event end date ¿ 25aug2021. Adverse and other event, sequence number: 7, event onset date: 12apr2021, is the event ongoing: no, event end date: 25aug2021, was this event expected: no, event: vascular, specify other: progression of false lumen. Describe event: progression of false lumen requiring tevar. Indicate relation to amds device: unlikely. Indicate relation to amds implant procedure: unlikely. Did a pre-existing condition or the acute disease cause or contribute to the event: yes. Please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Please specify: in-patient hospitalization or prolonged existing hospitalization medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized to this ae: yes. Was the subject already in the hospital: no. If hospitalization, date of admission: (B)(6) 2021. If hospitalized, date of discharge: (B)(6) 2021. Did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: yes. Did the subject exit the study: no. Was there any treatment for the event? Yes. Event outcome ¿ resolved. Treatment related to the event related ae #7 ¿ event vascular ¿ event onset date: 12apr2021, identify the type of treatment: percutaneous, indicate percutaneous treatment: stent, was dialysis done: no, is amds removed: no. This event is relegated to amds 55-55, lot# c2458862a for progression of false lumen requiring tevar. Additional info: current patient status: the patient completed the final study visit (5-year follow-up) on (B)(6) 2025. No new adverse events were reported.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). According to reports from the protect study, patient experienced a serious adverse event (sae). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. Amds 55-55, lot# c2458862a procedure date: (B)(6) 2020. Serious adverse event (sae). Event onset date ¿ 12apr2021. Event end date ¿ (B)(6) 2021. Adverse and other event: sequence number: (B)(4). Event onset date: 12apr2021. Is the event ongoing: no. Event end date: (B)(6) 2021. Was this event expected: no. Event: vascular. Specify other: progression of false lumen. Describe event: progression of false lumen requiring tevar indicate relation to amds device: unlikely indicate relation to amds implant procedure: unlikely did a pre-existing condition or the acute disease cause or contribute to the event: yes please specify pre-existing disease: debakey type a dissection describe event: according to physician¿s letter from (B)(6) 2021 and surgery report from (B)(6) 2021 the tevar was necessary did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes please specify: in-patient hospitalization or prolonged existing hospitalization medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized to this ae: yes. Was the subject already in the hospital: no. If hospitalization, date of admission: (B)(6) 2021. If hospitalized, date of discharge: (B)(6) 2021. Did the device malfunction or deteriorate in characteristics or performance: no. Could this event have led to death or serious deterioration in health had suitable intervention not occurred: yes. Did the subject exit the study: no. Was there any treatment for the event? Yes. Event outcome ¿ resolved. Treatment related to the event. Related ae. #7 ¿ event vascular ¿ event onset date: 12apr2021. Identify the type of treatment: percutaneous. Indicate percutaneous treatment: stent. Was dialysis done: no. Is amds removed: no. This event is relegated to amds 55-55, lot# c2458862a for progression of false lumen requiring tevar. Additional info: current patient status: the patient completed the final study visit (5-year follow-up) on (B)(6) 2025. No new adverse events were reported. The manufacturing records for the amds 55-55, lot# c2458862a were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation two (2) tdos associated with c2458862a were identified and are unrelated to the event. There is one (1) ncr associated with this lot, c2458645c and is not related to the reported event. A review of the available information was performed. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 71-year-old male who had an amds-55-55 (serial #/lot #: (B)(6)) implanted on (B)(6) 2020. Adverse event # 7 reported a vascular related event detailed as ¿progression of false lumen¿ with an onset date of 30mar2021 and an end date of (B)(6) 2022. The event was deemed ¿unlikely¿ related to the amds device and implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized on (B)(6) 2021 and percutaneous treatment (tevar stent) was provided. The event outcome was documented as resolved, and the patient was discharged on (B)(6) 2021. Additional details provided by the study team indicated that ae # 7 was documented with an occurrence date of (B)(6) 2021 with an initial onset of 30mar2021 and an end date of (B)(6) 2021. However, updates were made to the ecrf in the study edc to reflect the correct dates as indicated above. The study team also reported that the patient completed the final 5-year follow-up visit on (B)(6) 2025 and no new aes were identified. The images were reviewed by an artivion representative. A comparison of the data at discharge and in the fu after one year shows no significant expansion of the aorta. The reviewed did not agree with the complaint description, due to no significant expansion of the aorta. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds 55-55, lot# c2458862a to identify previously reported complaints or recalls associated with this lot number. One complaint was identified for this lot number and is related to the event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Summary update: please note the hde number for this device - (B)(4). According to reports from the protect study, patient experienced a serious adverse event (sae). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. Amds 55-55, lot# c2458862a. Procedure date: (B)(6) 2020. Serious adverse event (sae). Event onset date ¿ (B)(6) 2021. Event end date ¿ (B)(6) 2021. Adverse and other event. Sequence number: 7. Event onset date: 12apr2021. Is the event ongoing: no. Event end date: (B)(6) 2021. Was this event expected: no. Event: vascular. Specify other: progression of false lumen. Describe event: progression of false lumen requiring tevar. Indicate relation to amds device: unlikely. Indicate relation to amds implant procedure: unlikely. Did a pre-existing condition or the acute disease cause or contribute to the event: yes please specify pre-existing disease: debakey type a dissection. Describe event: according to physician¿s letter from (B)(6) 2021 and surgery report from (B)(6) 2021 the tevar was necessary. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Please specify: in-patient hospitalization or prolonged existing hospitalization. Medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized to this ae: yes. Was the subject already in the hospital: no. If hospitalization, date of admission: (B)(6) 2021. If hospitalized, date of discharge: (B)(6) 2021. Did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: yes. Did the subject exit the study: no. Was there any treatment for the event? Yes. Event outcome ¿ resolved. Treatment related to the event. Related ae. #7 ¿ event vascular ¿ event onset date: 12apr2021. Identify the type of treatment: percutaneous. Indicate percutaneous treatment: stent. Was dialysis done: no. Is amds removed: no. This event is relegated to amds 55-55, lot# c2458862a for progression of false lumen requiring tevar. Additional info: current patient status: the patient completed the final study visit (5-year follow-up) on (B)(6) 2025. No new adverse events were reported. The manufacturing records for the amds 55-55, lot# c2458862a were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation two (2) tdos associated with c2458862a were identified and are unrelated to the event. There is one (1) ncr associated with this lot, c2458645c and is not related to the reported event. Patient is a participant of the protect registry study. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 71-year-old male who had an amds-55-55 (serial #/lot #: (B)(6)) implanted on (B)(6) 2020. Adverse event # 7 reported a vascular related event detailed as ¿progression of false lumen¿ with an onset date of 30mar2021 and an end date of (B)(6) 2022. The event was deemed ¿unlikely¿ related to the amds device and implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized on (B)(6) 2021 and percutaneous treatment (tevar stent) was provided. The event outcome was documented as resolved, and the patient was discharged on (B)(6) 2021. Adverse event # 8 was retrospectively reported a vascular event detailed as ¿expansion of aorta¿ describing expansion of the aorta on level iii and IV circa 10mm. The event occurred on (B)(6) 2021 and ended on (B)(6) 2022. The event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿death, life-threatening illness or injury, permanent impairment of a body structure or function; in-patient hospitalization or prolonged existing hospitalization and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional details provided by the study team indicated that ae # 7 was documented with an occurrence date of (B)(6) 2021 with an initial onset of 30mar2021 and an end date of (B)(6) 2021. However, updates were made to the ecrf in the study edc to reflect the correct dates as indicated above. The study team also reported that the patient completed the final 5-year follow-up visit on (B)(6) 2025 and no new aes were identified. The images for ae # 7 were reviewed by an artivion representative, and the following significant finding was documented: the implanted amds is not positioned in the true lumen. The images for ae # 8 were reviewed by an artivion representative, and the following significant finding was documented. A comparison of the data at discharge and in the fu after one year shows no significant expansion of the aorta. The reviewed did not agree with the complaint description, due to no significant expansion of the aorta. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds 55-55, lot# c2458862a to identify previously reported complaints or recalls associated with this lot number. One complaint was identified for this lot number and is related to the event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.